Event description:
Initial result for a pt sodium was 133 mmol/l. When repeated, the result was 142 mmol/l. The incorrect result was not reported. The field service rep found the probe was not dispensing correctly and repaired the instrument by replacing the probe.